Event description:
It was reported that the peg drill fracture while drilling for the tibial component during surgery. Another device was used to complete the procedure. There was a 3 minute surgical delay. All fractured pieces were located. No foreign bodies were retained. The surgical technique was utilized. Attempts have been made and no additional information has been provided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - drill. Visual examination of the returned product found signs of repeated use with nicks on the flute, gouged, and worn. The proximal end has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.